Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that part of the angio-seal device was crooked. This issue was noted before use and there was no patient involvement or risk of injury. Additional information was received on march 7, 2019. There was a kink in the dilator.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR and to provide the completed investigation results. One unused 6 fr angio-seal vip device was returned for evaluation. The carrier tube assembly, hemostasis sheath, guidewire and arteriotomy locator were returned as well. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to kink at blood inlet hole. However, the exact cause of the reported event cannot be definitively determined based on the available information.